Event description:
Customer reportedly received results of hi and 130 mg/dl within 10 minutes on the advantage system. No high blood symptoms reported. No actions were taken based on device result. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.